Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the prograsp forceps instrument was not recognized by the da vinci system even with numerous attempts of re-adjusting the drapes and connections. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument not recognized by the da vinci system. There was no trouble found. The instrument was checked for recognition on an in-house da vinci system and the system successfully recognized the instrument. The pogo pins do not stick and were not contaminated. Failure analysis investigation also found the following damages: the instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.